Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0 cm and 36.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and had offset coil winds. The introducer sheath was not returned for evaluation. Conclusions: evaluation of the returned pod pc revealed a functional device. During functional testing, the pod pc was able to advance through the returned non-penumbra microcatheter without an issue. Further evaluation of the device revealed kinks on the pusher assembly and offset coil winds on the embolization coil. This damage was likely incidental to the complaint and could have occurred during packaging for returned to penumbra. Evaluation of the returned non-penumbra microcatheter revealed ovalization on the catheter. If the device is mishandled during use, damage such as this may occur. This damage likely contributed to the reported resistance experienced while advancing the pod pc through the catheter. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the celiac artery using pod packing coils (pod pcs), a non-penumbra microcatheter, and non-penumbra coils. It was noted that the patient's anatomy was tortuous. During the procedure the physician successfully implanted five other coils. While attempting to introduce a pod pc, the physician encountered resistance while advancing the pod pc through the middle of the microcatheter. Therefore, the pod pc was removed. While attempting to remove the pod pc from the microcatheter, the physician lost access to the target vessel and was unable to re-gain access. Therefore, the physician decided to end the procedure.